Event description:
During npwt utilizing a renasys ez, the device shut down unexpectedly, while ac adapter was connected. No error occurred. There was no patient harm. No delay was reported.

Manufacturer narrative:
Please see investigation summary. (B)(4).